Manufacturer narrative:
A partial lead (only distal portion) was returned in one piece measuring 41.0 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2938836-2020-08472. New informationstates that the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise oversensing recorded as non-sustained oversensing and non-sustained vt via merlin.net alerts. The patient would be brought into clinic for management plan to be determined. There were no adverse patient consequences reported.